Event description:
Towards the end of the colonoscopy patient vomited fecal looking vomit. Patient already laterally positioned for procedure, orally suctioned with yanker and suctioned via peg tube. Oxygen saturations began to decrease. Oxygen saturations were difficult to assess with finger probe and ear probe. Physician was called to bedside. Arterial blood gases drawn. Patient with labored breathing then loss of consciousness. Patient intubated and CPR started. Failure to resuscitate after approximately 30 minutes. Equipment has been sent for maintenance check.